Manufacturer narrative:
This initial report is being submitted per FDA request. Information contained in this report was previously submitted through asr on 20/jul/15. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, brown particles, and crease fold. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp edge opening and a striated edge opening, consistent with use of a surgical tool. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is a sharp edge opening on the anterior due to an unidentified (tear) opening as well as two striated edge openings on anterior side due to surgical damage further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for removal: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, brown particles, and crease fold. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp edge opening and a striated edge opening, consistent with use of a surgical tool. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is a sharp edge opening on the anterior due to an unidentified (tear) opening as well as two striated edge openings on anterior side due to surgical damage. This information has been resubmitted to ensure a duplicate report error received on 23-oct-2018 has been resolved.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.